Event description:
The customer contributes an increase in pressure injuries on patients' sacrum and heels due to the use of the progressa bed. Details of the category or staging of the pressure injury, the number of patients involved, medical intervention provided, past medical history, or positioning protocols were not provided. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer contributes an increase in pressure injuries on patients' sacrum and heels due to the use of the progressa bed. Details of the category or staging of the pressure injury, the number of patients involved, medical intervention provided, past medical history, or positioning protocols were not provided. As the customer cannot specify which patient was on which bed all 6 beds and surfaces were thoroughly inspected by the hrc technician and it was confirmed that the beds are functioning correctly, there was no evidence of a malfunction. Hill-rom was unable to duplicate the alleged condition. The technician performed a functional, visual, and audible test per the service manual and the bed functioned as designed. Airflow works with 30kg on the bed. All values are within the ranges of the technical documentation. The pressures measured were in compliance with the expectations. No malfunction, the bed was performing within specifications. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The progressa integrated air mattress is a therapy surface option for the progressa bed system. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment, reducing mechanical load, and utilizing support surfaces. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. No malfunction was identified during the inspection of the bed and the bed was determined to function as designed. Based on the limited information of the severity of the injury, hillrom is conservatively reporting the pressure injuries as a serious injury, therefore this event is a reportable serious injury. Based on this information, no further action is required.

Manufacturer narrative:
The investigation of the mattress by a hillrom service technician is still pending. The customer has been asked to provide further details on the patient, an intervention or treatment provided to the patient impacted by this event or the state of the bed and surface in use. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the progressa bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment, reducing mechanical load, and utilizing support surfaces. The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility, pressure ulcers, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A stage 1 pressure injury is intact skin that may be painful, appears reddened, and does not blanch. A stage 2 pressure injury is characterized by partial-thickness skin loss no deeper than the dermis and can include intact or ruptured blisters. Stage 1 and 2 pressure injuries can heal very rapidly therefore treatment is focused on nutrition to support wound healing and keeping the area protected/covered and clean. However, a stage 3 pressure injury involves full thickness of the skin and may extend into the subcutaneous tissue layer, granulation tissue and tunneling may also be present. Treatment for a stage 3 pressure injury may involve medical or surgical intervention to preclude permanent impairment of the body structure. Therefore this event is a reportable serious injury. Hillrom will provide a final report with the findings of our investigation into this incident.

Event description:
The customer contributes the patient's stage 3 sacral pressure injury, stage 2 bilateral heels pressure injuries, and stage 1 pressure injury on the back to the use of the progressa bed. Details of the medical intervention provided, the patient¿s past medical history, or positioning protocols were not provided. This report was filed in our complaint handling system as complaint # (B)(4).